Manufacturer narrative:
Additional information - device manufactured date has been updated based on returned product download. Sensor (B)(4) was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was extracted from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. Therefore, no malfunction or product deficiency was identified.this also serves as a correction report. E1 (country) was incorrectly documented in the initial MDR report.

Event description:
Customer reported receiving a "replace sensor" message after 6 days of wearing the adc freestyle libre sensor. Customer further reported he lost consciousness and was treated with glucagon injection by the healthcare provider in the ambulance. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 6 days of wearing the adc freestyle libre sensor. Customer further reported he lost consciousness and was treated with glucagon injection by the healthcare provider in the ambulance. There was no report of death or permanent impairment associated with this event.